Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that after the removal of glioma, the patient experienced an "anomaly of breath." Edema of the larynx was observed and the patient was sent to the intensive care unit (ICU). There was no delay in the procedure. The patient was alive with injury.